Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been evaluated by a third-party contractor and the zimmer biomet investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during cleaning, the cart fluid started to count backwards. No patient or user involvement, nor harm or adverse event was reported.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury or device malfunction. The initial report was forwarded in error and should be voided.